Manufacturer narrative:
It was reported to abbott, a patient presented to the clinic, and it was confirmed their ipg was inoperable. The patient stated their ipg had flipped, and it was hard to keep flat to charge. As of (B)(6) 2024, surgery had not been scheduled. The rep was informed the record was closing pending intervention/update. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2024-01166, 3006705815-2024-01167.it was reported that the patient's ipg was no longer able to be charged. The patient noted the ipg had been difficult to charge due to its positioning/flipping at the pocket site. The patient's ipg was confirmed as inoperable. Additionally, the patient's leads were confirmed via x-ray to have migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the patient's scs system was fully explanted and replaced to address the migration of the leads and flipping of the ipg. Therapy was restored post operatively.